Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(4)) involved in the reported complaint will not be returned to zoll for evaluation and was not evaluated at the customer site because the distributor was able to resolve the problem by cleaning the air trap sensor tunnels. The root cause was possibly due to the presence of debris or liquid in the air trap sensor tunnels. After cleaning the air trap sensor tunnels, the system was able to successfully boot up and passed power-on-self-test (post). The thermogard console was placed back for clinical use. Therefore, service was not required to be performed by zoll.

Event description:
During setup, the thermogard xp ivtm system (s/n (B)(4)) displayed a mid:09 (air trap assembly) error message upon powering up. It was reported that the coldwell was filled with a fresh propylene glycol solution. Nevertheless, the system set-up could not be completed due to the reported issue. No further information regarding the details of the treatment was provided by the customer. Patient's status information was requested, but no response was provided; therefore, patient's status is unknown.